Manufacturer narrative:
The field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the endoscope controller (ec) to resolve the issue. Following service, the system was tested and verified as ready for use. Further technical review was performed by failure analysis, who determined that the errors were generated due to a damaged ec component. Isi received the ec involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the customer reported complaint. The ec was installed and tested in the in house test system. The system was able to program the ec completely, but unable to program the node power on the dual camera interface board (dcib). The ec also logged errors 40068, 48100 and 48101. The ec was removed and troubleshooting was performed at the bench. The quad 10gbps small form-factor pluggable (qsfp) housing on the dcib was damaged. This complaint is being reported due to the following conclusion: as a result of this issue, the da vinci system was unavailable for use after the start of a surgical procedure. The procedure was aborted post administration of anesthesia and port placement to the patient. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system reflected non-recoverable error 40068 indicating that a command failed. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed system logs and confirmed the reported error 40068. The tse guided the customer to emergency power off (epo) the system and breakers, but the error persisted. The system was then powered off, all external devices were disconnected, and the blue fiber cable (bfc) from the patient side cart (psc) to the surgeon side console (ssc) was reseated then replaced; however, the issue remained. Review of the system logs showed several instances of error 48100, pointing to the endoscope controller. The ec provides illumination of the surgical site and processes video images from the endoscope in use. The surgeon decided to abort the procedure. There was no report of patient involvement. On march 18, 2020, isi obtained the following additional information regarding this event: this issue occurred during a renal pelvic plastic procedure after the patient had been administered anesthesia. The system had been checked prior to starting and no errors had presented. The camera was connected as normal and according to the user manual. The camera was used to place ports on the patient's anatomy. When the system was maneuvered into the correct position, an unspecified recoverable error message presented. Then, a non-recoverable error reflected on the system. In order to troubleshoot the issue, the surgical staff restarted the camera, switched to another camera, replaced the bfc between the psc and vision side cart (vsc), changed display screens, and powered off the system; however, the error persisted. The surgeon then decided to abort and reschedule the procedure.